Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had abscesses at two infusion sites. No further information.

Manufacturer narrative:
E1:patient country: (B)(4). Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.